Event description:
Review of a pre-implant 3d web report (unknown date) confirmed that the patient had a proximal neck which was 21mm in diameter and 16mm in length. The neck was moderately angulated (approx. 45deg l-r) with minimal calcification. Just below the aaa the distal neck diameter was 23mm and was extensively calcified. The report noted that the bifurcate gate (if deployed below the renals) would have opened within the distal neck. The iliacs were mildly tortuous but calcified. The right common iliac diameter ranged from 10-13mm, and the left common iliac diameter ranged from 10-12mm. The access vessel diameters were from 7.0 ¿ 7.7mm. Images during and post-implant were not available for review. The cause of the reported proximal type I endoleak could not be determined from the images provided.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The patient was being treated for an aaa with both a proximal and distal landing zones. A bifurcated graft was not placed due to the narrowing of the distal abdominal to approximately 17.2 mm. An iliac extension 24x24x82 was first placed in the distal aorta with the distal most fabric of the graft being placed closest to the distal most aorta. Through this implanted graft, the aortic extension (listed in this event) was telescoped and deployed beginning at the level of the lowest renal artery and deployed into the already implanted iliac extension. A reliant balloon was then used at the proximal and distal landing zones as well as the overlapped area. The final angiogram showed what was thought to be a small proximal type I leak appearing during the third cardiac cycle. The balloon was then reinserted and the proximal area was re-ballooned and repeated angiogram and the leak remained. The physician decided to closely monitor the patient since there was no room for an additional proximal cuff and the hospital did not have a stent large enough to place within the graft. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information: the proximal aortic neck is 21 mm in diameter and 16 mm in length.

Manufacturer narrative:
(B)(4).